Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested for return of the universal seal for failure analysis evaluation. However, the initial reporter indicated that the seal is not available for evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted procedure, the scrub technician noticed as they were looking inside the pelvis of the patient that a black piece of the rubber part of the universal seal had broken off and fell inside the patient. It was unknown if the fragment was retrieved or not. The procedure was completed robotically. According to the initial reporter, the event date was between the dates of 11-dec-2023 and 15-dec-2023. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage to the cannula seal prior to use. The surgeon was unsure how the piece ended up inside of the patient but suspects it may have been when an instrument was being installed through the cap. The surgeon did not notice any issues with the functionality of the unspecified instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was not broken. However, the surgical staff felt resistance upon removal of the instrument through the cannula. The cannula seal was removed and replaced. There was no additional surgical procedure required to remove the fragment and no post-operative tests like an x-ray or ultrasound were performed to check for possible remaining fragments. The procedure was completed robotically. The patient did not return to the hospital. The instrument accessory was not available for evaluation.